Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a gap between acoustic lens and ultrasound probe and peeling on the acoustic lens. In addition to the reportable malfunction, the following were noted: the elevator channel plug was loose; due to wear of the forceps elevator lever, the upward/downward angulation knob could not be locked securely; the air/water cylinder and the suction cylinder had discoloration; the switch flexible printed circuit board, plate unit, and ultrasonic connector had corrosion due to water leakage; due to the wear of the switch box, and damage and corrosion on the switch flexible printed circuit board, all switches did not work; due to damage on the ultrasonic cable, the number of missing elements exceeded the standard value; due to peeling of the acoustic lens, the displayed ultrasound image was defective; the distal end was shaved; the objective lens and the grip had a scratch; the adhesive on the bending section cover and the acoustic lens had a chip; due to the wear of the angle wire, the bending angles in down/right/left directions did not meet the standard values and the play of upward/downward and right/left knobs were out of the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis exera ii ultrasound gastrovideoscope had a leak and the buttons don't work well. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a gap between acoustic lens and ultrasound probe and peeling on the acoustic lens. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed gap in adhesive between the acoustic lens and the ultrasonic probe issue, and the acoustic lens peeling issue could not be determined, however, the issues were likely the result of physical stress due to dropping and/or knocking the affected parts on a hard surface/object and or chemical stress during device cleaning/reprocessing. Olympus will continue to monitor field performance for this device.